Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the high impedances and the actions/interventions taken to resolve them were not specified. It was unknown if the high impedance was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there were high electrode impedances with values greater than 40,000 ohms on contact 8, and ¿do not use¿ was displayed. No patient symptoms were reported and there were no complications. Indication for use is unknown.

Event description:
Additional information was received from a manufacturer representative (rep) and from an hcp in a sdy. It was reported that the patient was showing ¿-1¿ for impedances on some pairs and the electrode configuration showed 100% next to the active contacts. The impedances were similar at two weeks, six weeks, and three months post-op and there was also an ¿unscheduled appointment at two weeks. On 2018-12-13, it was further reported that contact 8 was over 40k ohms. Contact 8 was not being used in programming and the patient stated everything is fine. On 2019-01-03, it was reported that it was confirmed the patient was not showing a -1 impedance from any of the session reports. The -1 value was only observed after the session report data was uploaded through the clinical data app. It was not believed to be a true issue with the device, but an issue with the data upload process and they didn¿t believe this posed any safety issue to the subject. It was also noted that the patient was implanted for failed back syndrome.

Manufacturer narrative:
Event date was updated to implant date. Initial aware date was updated to 2018-08-21. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.